Manufacturer narrative:
The baxter technician found the communication cable needed to be replaced. Per the service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Every five years, the bed exit tape switches should be replaced by a facility-authorized maintenance personnel. Ensure the bed exit system works properly. Replace worn or defective parts as needed. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in mar 9, 2023. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the reported event. Based on this information, no further action is required.

Event description:
During servicing by baxter, technical service identified that careassist es155/255/455, nul (product code p1170g0000040, serial number (B)(6)), had bed exit alarm not sending priority call to nurse's station. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event.